Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient stated she was diagnosed with an infection but was not given any medication because "they are trying to find out where the infection is and it it's behind the machine." Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was additionally reported the patient had pain around the connection site between the lead and the device. It was stated the battery was 'sticking out further on the top, like a v, instead of being flat.' It was indicated the patient went to the emergency room because they were in so much pain. Additional information received reported the battery 'bulged' and hurt all the time. It was indicated the physician speculated an infection. The device was removed and it was unclear if the reason for removal was for the infection, bulging of the device, or both related together. No symptoms were reported. Before removal, it was noted that stimulation was being delivered to the low back and bilateral legs, where the patient needed. It was added that the stimulation pattern began to move into the left breast and vaginal areas as well. The patient had stimulation turned down as well. Upon removal, the battery was discharged. Additional information has been requested, a second follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).